Manufacturer narrative:
The personality module surgeon console (pmsc) was received for failure analysis. In the logs, an error was found to indicate the failure occurred in the field. Upon visual inspection, digital video interface (dvi) ports on video input leaf (vil)-2 and both surgeon console leafs (scls) were found damaged due to wear and tear. The pmsc was installed onto a golden in-house system and, upon power-on, the system failed with an error. Leaf 3 was not presented on the laptop application. These failures pointed to the damaged dvi ports on scl-1 of the pmsc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified the error and replaced the personality module surgeon console (pmsc). The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, the system was triggering a recoverable fault pointing to the personality module surgeon console (pmsc) and resulting in loss of video and a black left eye on the surgeon side console (ssc) despite both video channels being okay. There were no video devices connected to the ssc, and a hard power cycle did not resolve the issue. It was reported the procedure was aborted after port placement and the procedure start, which the patient tolerated.